Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a rupture to the tricuspid valve chordae tendineae and increased tricuspid regurgitation with pericardial contrast agent retention. During recapture of the device, resistance was encountered when attempting to re-sheath the device into the cup, and it could not be housed. As a result, continuous traction was applied to disengage the tines from the myocardium, after which the device was drawn into the atrium and then housed into the cup. Postoperative echocardiography was performed daily during hospitalization in addition to immediately after the procedure; however, the specific timing at which the rupture was identified could not be confirmed. The device remains in use and the patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.